Event description:
It was reported that the neurostimulator was explanted due to infection. The culture of the pt's (B)(6) was (B)(6) for (B)(6). Additional info was requested.

Manufacturer narrative:
(B)(4).